Event description:
It was reported that the patient had cardiac arrest, 30 minutes down time, and arrested again upon arrival. Significant brain injury. They need to do brain death testing, but patient has to be at 36c in an arctic sun device. Rewarming in normothermia. Patient temperature (pt) was at targeted temperature (tt) of 36c throughout the day. About an hour ago the probe came out, and they had to restart the therapy. Water temperature (wt) has been extremely low and patient temperature (pt) has been dropping. Patient temperature (pt) was 35.2c. Need patient temperature (pt) 36c to complete ordered testing. Targeted temperature (tt) was 36c, water temperature (wt) was 21c, patient temperature (pt) was 35.2c. Walked through adjust to rewarming in hypothermia. Rewarm from 35.2c to 36c at 0.5c/hr. Water temperature (wt) has begun to increase immediately. Called back 30 minutes later and water temperature (wt) was 39c. Encouraged them to do diligent skin checks according to their protocol. Discuss adding bair huggers or warm blankets if not contraindicated in their protocol. Per follow up information received via task on 11jun2026, spoke with the charge nurse who confirmed the patient was able to reach the target temperature after changing therapy types. A single blanket was also added to the patient from the chest down. Probe was a rectal probe and was repositioned after dislodged. The patient was admitted with brain injury and multiple cardiac arrests with severe oxygen deprivation to the brain. They pronounced patient brain dead after maintaining the temperature for one hour. They denied that the arctic sun was involved with the patient's death. Per protocol, the biomed checked the device after the patient was removed, and no issues were observed. Hx: patient had brain injury and multiple cardiac arrests and brain dead.

Manufacturer narrative:
The initial reporter facility name is (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.